Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred during the therapy initiated on (B)(6) 2013, at 23:05:02. During night drain cycle one, the patient's ultrafiltration reading was 1347ml, indicating the home patient (hp) drained 1347ml more than their maximum programmed fill volume of 1400ml.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.